Event description:
It was reported that the patient was implanted a normed generic trauma on an unknown date. The anklefix plate was broken so the patient was revised on an unknown date.

Manufacturer narrative:
The manufacturer did not receive device, x-rays, or other source documents for review. As no lot number was provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).